Manufacturer narrative:
(B)(4). Additional information: the device was not returned, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a no flow incident in an access set that was used with a carefusion pump. The secondary set was properly primed and the roller clamps were confirmed to be open. There was no patient injury or medical intervention associated with this event. No additional information is available.